Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult leaflet grasping and single leaflet device attachment (slda) appear to be due to challenging patient anatomy. The poor image resolution was due to the patient anatomy and equipment. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and flail in posterior leaflet. Imaging was difficult due to the patient anatomy and equipment. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed with some difficulty but the clip was able to be deployed successfully. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted for stabilization, reducing the mr to 3. No additional information was provided.